Event description:
On (B)(6) 2012, the reporter contacted animas to report that the buttons on the pump's keypad are sticking and not always responding to button presses. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4): they keypad was found to be worn and torn around the ok keypad button. The up arrow, down arrow and ok keypad buttons had intermittent response when pressed. The contrast keypad button was found to be unresponsive. They keypad cover was removed for investigation and revealed contamination under all the key contacts. The up arrow, down arrow and ok keypad contacts were found to be inverted. The audio bolus button was intact; however, it was unresponsive when pressed. The audio bolus button cover was removed for investigation and revealed the white slug contact was missing. Unrelated to the original complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.